Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual, tactile and functional evaluation were performed. The investigation is confirmed for the reported catheter ballooning and material protrusion issue as the proximal end of the outer lumen appeared to be bulging and abnormally elastic was also noted in the provided photo. Furthermore an attempt was made to infuse the proximal end of the lumen inflated and ballooning was noted just distal to the luer. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement procedure, the catheter was allegedly found to be stretched and was noted to form a balloon upon flushing the device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post catheter placement procedure, the catheter was allegedly found to be stretched and was noted to form a balloon upon flushing the device. There was no reported patient injury.